Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to further investigate the reported event. The fse was able to confirm the reported error message "2018 substrate temperature error" on the error log. The fse was also able to reproduce the error message by powering down the analyzer and powering it back on. The fse then proceeded to replace the substrate heater and bfc board to resolve the issue. Quality controls (qc) were run to validate operation of the aia-900 analyzer, which passed within published ranges per package insert. No further action was required. The aia-900 analyzer was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed on serial number (B)(4) from 21-jul-2018 through aware date 21-aug-2019. There were no other similar events reported during the search period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [2018] substrate temperature error: cause: the substrate temperature did not rise adequately at the start of measurement. Action: wait for at least 30 minutes, and if the trouble reoccurs contact the tosoh local representatives. The most probable cause of the reported "2018 substrate temperature error" was due to faulty bfc board and substrate heater.

Event description:
A customer reported getting error message "2018 substrate temperature error" and substrate bg measurement failures with the aia-900 analyzer. The customer requested service to further investigate the issue. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl 2) and creatine kinase mb isoenzyme (ck-mb) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.